Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the UDI no.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. Visual inspection upon receipt found that the urethane outer layer had been damaged on approximately 240mm - 330mm from the distal end of the device. Magnifying inspection of the outer surface revealed the conditions as follows. On approximately 240mm* - 250mm*, 260mm* - 270mm* and 322mm*- 330mm*, the urethane outer layer had been semi-circumferentially sheared off the wire and almost separated from the wire. On approximately 250mm* - 258mm* and 270mm* - 322mm*, the urethane outer layer had been semi-circumferentially sheared off the wire and the sheared portion was missing. On approximately 330mm* - 490mm*, the urethane outer layer had been abraded. *distance measured from the distal end of the device. The shear cross-section of the urethane outer layer was in the smooth state. Based on the measurements of the actual device there is a sheared urethane layer approximately 60mm in length missing from the returned device. The outside diameter was measured on the undamaged segment and was confirmed to meet manufacturer specifications. Functional testing was conducted: a current glidewire product sample was inserted into a metal needle and withdrawn from it in the manner of the glidewire sample having contact with the metal needle. The urethane outer layer was s semi-circumferentially sheared off from the glidewire sample. The surface of the shear cross-section of the urethane outer layer was confirmed to be in the smooth state being similar to the damage observed on the actual device. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that the actual sample was subjected to a withdrawal manipulation in the state where its urethane outer layer had contact with ta hard object including a metal needle used in combination with the actual sample. As the result, the urethane outer layer got sheared off the actual sample. From the available information and the state of the actual sample, however, it is difficult to determine the definitive cause of this complaint. The IFU of this product does have the statement in the warnings section. "Do not use the glidewire with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the glidewire plastic coating to shear and/or sever the wire. Do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement."

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide additional information.

Event description:
Additional information was received on december 6, 2017. While performing a nephrostomy tube change, using a cook nephrostomy tube (ult8.5-6.0-26-pig-cope-b) the wire caught on the stiffening tube. The ir attempted to rotate and reposition the wire but he could not remove the wire. It was eventually removed with the tube stiffener. Ir states he has used the same product and technique for hundreds of similar procedures. There were no fragments left in the patient. Outcome was satisfactory. There was no reported blood loss, and no injury. No intervention was required. There was other equipment noted to be used with the reported product.

Manufacturer narrative:
The actual device has not been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the wire frayed during procedure. The following information was provided by the user facility: the patient's condition was satisfactory.